Event description:
It was reported, "the balloon tip of the vcare came off inside the pt during surgery. This allowed both the blue and green cups to fall off the vcare and fall into the pt as well. The balloon tip, the blue cup and the green cup were removed from the pt during the procedure." It was also reported that there was no injury incurred by the pt.

Manufacturer narrative:
This is FDA reportable, due to sentinel event reported on medwatch 1320894-2008-00089. The device is not being returned to conmed for it has been discarded by the end-user. A supplemental report will be filed after the quality engineering investigation has been completed.